Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer cribriform occluder was selected for an implant on (B)(6) 2022. During the deployment of the device in the left atrium, the disc did not retain it shape; it appeared like a wine glass. The device was retrieved and did the same. No interaction with cardiac structures during deployment and no kink or angulation issue in the delivery system. A new 25mm amplatzer pfo occluder was selected and implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and dimensional specifications when analyzed under non-physiological conditions. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a